Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: was device stuck on tissue when it would not open? No, this part "the surgeon grasped the handle forcibly. Then the jaws became not to open" was occurred outside patient. No further information will be available. If yes, was there any damage to the tissue? No further information will be available. What was done to repair any damage to the tissue? No further information will be available. How was the device removed from the tissue/vessel it was on? No further information will be available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device could not be fired at 3rd firing, although it was fired properly until 2nd firing. The surgeon grasped the handle forcibly. Then the jaws became not to open. Another device was used to complete the case. There were no adverse consequences to the patient.